Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: I inserted the needle into the skin with forteo for injection, the needle point was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: I inserted the needle into the skin with forteo for injection, the needle point was broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2022. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent patient end of cannula was observed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: I inserted the needle into the skin with forteo for injection, the needle point was broken.